Event description:
A patient's programming history was received and reviewed by the manufacturer on (B)(6) 2011. High impedance was found which occurred in 2010 and not reported to the manufacturer at the time of the occurrence. For patient safety, device has been turned off in 2010 due to high impedance. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through an implant card that a vns patient underwent lead replacement surgery due to a lead discontinuity. Additional information was received from the treating physician clarifying the patient identifier. The manufacturer previously reported the event under MFR. Report # 1644487-2012-00581.

Event description:
Further information was received by the reporting physician indicating a lead fracture was suspected. No further information was known as the patient was from another hospital and was not seen again.